Event description:
Medtronic received information during a cardiopulmonary bypass procedure, the white filter in this reservoir would not allow body fluid to move through the filter. The patient was taken off bypass, and this reservoir was changed out, a process which took 3 minutes to complete. There were no adverse patient effects reported.

Manufacturer narrative:
H3 analysis: reason for return could be duplicated when the cvr was run non-vented visual inspection shows the white vent cap and obturator were still installed on the cvr cover, which may indicate they were not removed during use (non vented). Blood lab testing shows approximately 1" of hold up during run, when the vent cap and obturator were installed (non-vented); however, once the white vent cap and obturator were removed (vented), the 1" hold-up immediately reduced to normal. Note: no clotting or fibrin build up on screen was observed when cvr was received. The instructions for use for the cvr does indicate these caps should be removed during set-up. It is determined that using the cvr non-vented may have contributed to the hold-up issue experienced. Conclusion: reduced performance of the device likely due to user interface. Product changed out with no reported adverse patient effects.